Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it appears the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr has been created to address the second prefix plug implanted in (B)(6) 2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of a right inguinal hernia with implant of a prefix plug. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the prefix plug. The patient was injured and severely and permanently. During the course of the surgery another prefix plug was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the second prefix plug and repair the remaining hernia defect. The attorney alleges the patient suffered and will continue to suffer physical pain and has experienced recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it appears the patient experienced hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr has been created to address the second perfix plug implanted in (B)(6) 2012. Addendum: this supplemental MDR is submitted to document additional information provided: based on the additional information received, no conclusions can be made. Post-implant of perfix plug (device #2) due to complaints of pain the patient underwent exploratory surgery during which the mesh was found to have migrated and was explanted. There is no indication in the medical records provided to assist in determining the reason for the mesh migration. This semdr represents the perfix plug (device #2). An additional semdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a right inguinal hernia with implant of a perfix plug. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. The patient was injured and severely and permanently. During the course of the surgery another perfix plug was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the second perfix plug and repair the remaining hernia defect. The attorney alleges the patient suffered and will continue to suffer physical pain and has experienced recurrence. Addendum per additional information provided: (B)(6) 2012 - the patient was diagnosed with right inguinal hernia and was scheduled for repair with perfix plug (device #1). Per operative report details, "a large indirect inguinal hernia was identified and dissected." The mesh plug, size extra-large, was placed in the deep inguinal ring. The polypropylene mesh patch was secured at the pubic symphysis. The device was secured in place with sutures. (B)(6) 2014 - the patient experienced right groin pain and underwent a groin exploration procedure. Per operative report findings, "the patient was found to have a significant amount of scar tissue in the right groin consistent with prior right inguinal hernia repair. The patient's prior mesh plug (device #1) was found to be in a somewhat abnormal position and the was excised without difficulty. Additionally, we found pieces of the prior mesh patch (device #1) above the external oblique aponeurosis. We were unable to identify any of the nerves in the inguinal region due to the excessive amount of scar tissue and distortion of the tissue planes. Once the pre-existing mesh (device #1) had been excised, there was a large remaining hernia defect noted. This was repaired, again using a plug and patch system (perfix plug and patch device #2)." (B)(6) 2015 - the patient visited hospital due to groin pain and on (B)(6) 2015, patient had a consultation for right inguinodynia. (B)(6) 2015 - the patient was diagnosed with right inguinodynia and right orchialgia with atrophic right testicle and underwent right groin exploration. During this procedure the perfix plug and patch (device #2) was excised and neurectomy of the right iliohypogastric nerve, right ilioinguinal nerve, right genital nerve, and paravasal autonomic neve fibers along with a segment of the vas deferens. Per operative report findings, "a large plug (device #2) was placed into the inguinal canal. The inguinal canal itself was very deranged from the prior remedial operation. With meticulous dissection directly on the mesh, we were able to re-establish the anatomy. What we were able to identify was that the mesh plug had migrated through the floor and was adherent to the right inguinal ligament and trying to extrude through the external oblique. The right iliohypogastric nerve was identified and was entrapped in mesh and suture. The patch (device #2) was actually not placed within the inguinal canal. This was placed on top of the external oblique, likely to buttress the repair, but unfortunately this migrated and extruded wrapping the cord structures distal to the external ring and migrating towards the right thigh. This mesh has also folded creating a very superficial meshoma sensation. The cord structures were significantly at risk given that portion of the mesh completely circumferentially enveloped the cord structures. We found 2 metallic clips that were placed at the base of the cord structures, 1 encompassing the testicular vessels and 1 encompassing the vas deferens. The floor of his canal was otherwise disrupted from the prior repairs and we opted for primary tissue repair given the significant mesh-related problems and pain associated to this." Attorney alleges that the patient experienced adhesions, mesh migration & shrinkage, pain, recurrence and sustained emotional injuries